Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within its intended claims and specifications. A review of the data confirmed the reactive primary pool of 6 (pp6) sample with a cycle threshold (CT) value of 38.6 and late, minimal amplification. The resolution pool of 1 (resp1) was non-reactive, while the repeat individual donor test (idt) was reactive with a CT value of 38.8, also showing late, minimal amplification. These findings suggest that the sample may have been at or near the assay's limit of detection (lod), which can result in variability in reactive and non-reactive results. Serology results indicated negative hepatitis b surface antigen (hbsag) and positive hepatitis b core antibody (anti-hbc), consistent with a potential occult blood infection (obi). However, without donor history, this could not be confirmed. No issues were identified in the batch trend analysis, product release, stability review, or internal non-conformance review. The donation was rejected, and no harm or delay in treatment was reported.

Event description:
The initial reporter alleged an unexpected non-reactive result for hepatitis b virus (hbv) using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The customer's workflow involves testing samples in a primary pool of 6 (pp6). If a pp6 is reactive, resolution testing is performed on a pool of 1 (resp1), and the resp1 result is considered final. In this case, the pp6 was reactive for hbv with a cycle threshold (CT) value of 38.6, and the growth curve showed late, minimal amplification. Resolution testing on the resp1 was non-reactive. The resp1 sample was subsequently repeated as an individual donor test (idt) for increased confidence, and the result was reactive with a CT value of 38.8. The growth curve for the idt also showed late, minimal amplification. Serology testing for the sample showed negative hepatitis b surface antigen (hbsag) and positive hepatitis b core antibody (anti-hbc). The donor history is unknown. The donation type was blood, and the donation was rejected.